Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to a fractured driveline and suspected short-to-shield. No further information was provided.

Manufacturer narrative:
Description of event or problem: additional information.

Manufacturer narrative:
Section d10: corrected information. Section d4 & h4: additional information manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline wire damage. The submitted log file contained approximately 9 days of data. The log file captured low speed advisory alarms beginning on day 92, hour 7, minute 58 which were immediately followed by pump stoppage events with corresponding hazard alarms for low speed and low flow. All low speed events and pump stoppages occurred while the system was supported by the power module. Also, power elevations were recorded during low speed events. No other atypical alarms or events were noted. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the inflow conduit and outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline (s/n 63442) was severed approximately 2.5¿ from the pump housing. A distal segment adjacent to the metal connector was also returned measuring approximately 35.5¿. The metal connector pins, alignment indicators, and bend relief appeared unremarkable. Continuity testing was performed on the returned driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were in good condition with no signs of damage. Upon removal of the clear bionate layer, some separation and breakdown of the metal braided shield was observed approximately 18.5¿-21.0¿ from the metal connector. Visual and microscopic examination of the driveline revealed breaches to the wire insulation on the orange wire approximately 4.75¿ from the metal connector and on the orange and yellow wires approximately 5.50¿ from the metal connector. The damage to the compromised wires appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in these areas. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional breaches were identified. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The orange wire represents one of the two redundant wires that comprise phase 3 and the yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused low speed/pump stoppage events reported by the account and seen in the submitted log file. The system also had the potential to produce a phase to phase short, during which an interruption in pump function could result if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient confirmed a hazard alarm during a power module connection. The patient had no symptoms. A medical engineer confirmed pump off and low speed operation on the system monitor. The patient is connected to the battery in the hospital. This patient confirmed a hazard alarm during pm connection. The patient had no symptoms. He connected the battery from pm and went to the hospital outpatient. The data showed 2 pump stops, 6 low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. A highly possible cause of the pump stops seen in the log files is due to a drive line short-to-shield. X rays were conducted and no issues were seen thus far. No further information provided.